Event description:
Procedure: whipple. According to the reporter: the original procedure went fine. Approximately 2009, four weeks post-operatively a fistula formed between the jejunum and the incision. The pt was brought back to the or to repair the fistula.

Manufacturer narrative:
Initial repot sent to FDA on 09/22/2009.